Event description:
Additional information reported that the physician was unable to extract saline from the pump and pump was not used within the patient.

Event description:
It was reported that during an implant procedure, the healthcare provider was unable to aspirate the full contents a 40ml pump. Only 25ml's were aspirated and despite multiple attempts, syringes, and needles nothing more could be removed. The hcp pushed the 25ml back into the pump and then tried to aspirate again, at which time they were not able to remove anything at all. The hcp ended up using a completely different pump for implant, and the procedure was successfully completed. The initial pump was not used with the patient. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found no anomaly. During the check in process, 33ml. Of sterile water was aspirated. The pump then passed all non destructive testing. All logs were clean. The pump was then aspirated, filled with 40ml. Of sterile water and again aspirated, repeating the process five times. No problems were encountered. The pump was then aspirated, filled with 20.0ml. Of sterile water, aspirated and filled a total of five times, with no problems encountered. It has been decided to not perform destructive analysis on this pump. There was a small dent found in the lower shield of this pump, this did not affect the filling (up to 40ml.) Or aspirating the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.